Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 624473, 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and uterine bleeding. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and abnormal bleeding"), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), urticaria ("hives"), hypersensitivity ("sensitivities"), headache ("headaches"), mood swings ("mood swings") and depression ("increased depression [pre-existing, worsened"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, unilateral oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, allergy to metals, dysmenorrhoea, back pain, fatigue, weight fluctuation, urticaria, hypersensitivity, headache and depression outcome was unknown. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, urticaria and weight fluctuation to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2007, (B)(6) 2007 and (B)(6) 2007. Number of coils inside cavity: 4. Most recent follow-up information incorporated above includes: on 4-dec-2020: medical records received. Lot number were added. Reporter information, aka name, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 624473, 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and uterine bleeding. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and abnormal bleeding"), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), urticaria ("hives"), hypersensitivity ("sensitivities"), headache ("headaches"), mood swings ("mood swings") and depression ("increased depression [pre-existing, worsened"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, unilateral oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, allergy to metals, dysmenorrhoea, back pain, fatigue, weight fluctuation, urticaria, hypersensitivity, headache and depression outcome was unknown. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, urticaria and weight fluctuation to be related to essure. The reporter commented: discrepancy noted for date of insertion:(B)(6) 2007, (B)(6) 2007, and (B)(6) 2007. Number of coils inside cavity: 4. Lot number: 623460, manufacturing date: 2007-02, expiration date: 2009-01. Lot number: 624473, manufacturing date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and abnormal bleeding"), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), urticaria ("hives"), hypersensitivity ("sensitivities"), headache ("headaches"), mood swings ("mood swings") and depression ("increased depression [pre-existing, worsened"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy, unilateral oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, allergy to metals, dysmenorrhoea, back pain, fatigue, weight fluctuation, urticaria, hypersensitivity, headache and depression outcome was unknown. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, urticaria and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and abnormal bleeding"), dyspareunia ("dyspareunia"), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), urticaria ("hives"), hypersensitivity ("sensitivities"), headache ("headaches"), mood swings ("mood swings") and depression ("increased depression [pre-existing, worsened"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy, unilateral oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, allergy to metals, dysmenorrhoea, back pain, fatigue, weight fluctuation, urticaria, hypersensitivity, headache and depression outcome was unknown. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, mood swings, pelvic pain, urticaria and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received: lot number, events: dyspareunia, nickel sensitivity, severe menstrual pain, heavy bleeding, back pain, fatigue, weight fluctuations, hives/ sensitivities, headaches, mood swings, increased depression were added. Medical history, reporters, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who received essure for contraception. On (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pain (seen as pelvic pain) and excessive abnormal bleeding (seen as genital haemorrhage). A hysterectomy was performed to around ten years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented chronic pain (seen as pelvic pain) and excessive abnormal bleeding (seen as genital haemorrhage). A hysterectomy was performed to around ten years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.